Event description:
Report received from the USA stating that "e6 handpiece overheating". The device was not being used during surgery. No injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "e6 handpiece overheating" was confirmed. The condition was identified in the pre-repair diagnostic assessment. If additional info is received, a supplemental report will be sent. (B)(4).